Manufacturer narrative:
Information suggests this device remains in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
Ongoing alerts continue for this issue.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was in surgery and afterwards upon device interrogation a message noted that the device was in the presence of a magnet. There was not a magnet near the device. The representative programmed the enable magnet use to off. There were no patient complications or symptoms. There were further inquiries regarding the patient's histograms which were discussed with technical services.

Manufacturer narrative:
It was later reported that there were no daily measurements since the enable magnet use button was turned off. This is normal device behavior when there is a stuck microswitch. Technical services advised at next follow up to call for assistance to enable dailies back on again. Battery depletion was also discussed related to a stuck microswitch.

Manufacturer narrative:
Further information noted that this continues to be ongoing. Technical services discussed troubleshooting. After performing capacitor reformations the monitoring voltage had dropped from 2.62 to 2.56v. The physician will continue to monitor.

Manufacturer narrative:
Ten months later, additional information was received from a remote monitoring deactivation email indicating that the patient had passed away. Further information was obtained after contacting the hospital where the patient passed away. The clinic nurse indicated the patient passed away from multiple co-morbidities which included both acute and chronic congestive heart failure, acute respiratory failure, end stage cardiomyopathy, and severe pulmonary hypertension. It was also noted that the patient had an ejection fraction of five percent. The clinic nurse confirmed there were no allegations that the device caused or contributed to the patient's death and was unsure if the device was explanted post-mortem.

Event description:
--